Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately seven months after the implantation, the patient developed dark urine and presented to the emergency room (ER). Two days later, the patient developed elevated vad power consumption and estimated flows and was admitted to hospital. The patient was reported to have not demonstrated any evidence of pulmonary or abdominal congestion or signs of shock during his physical examination. The patient's coumadin was held and a heparin infusion started. The vad lavarre cycle was also suspended. Two days after the patient's admission, the patient's vad parameters had continued to rise. The patient was reported to be stable and asymptomatic at this time. Treatment with thrombolysis was considered but the risk of bleeding was considered excessive and the patient underwent emergent pump exchange via re-sternotomy on (B)(6) 2014. The patient's intra-operative course was reported to have been essentially uneventful with normal vad parameters. As of the date of this report, the patient's post-operative course has been complication-free and his latest plasma-free hgb was 144 mg/dl.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via controller log files which showed pump parameters indicative of thrombus; pathological examination confirmed the presence of thrombus within the pump which would increase the power requirements resulting in the high watt alarms. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. In addition, there are no known clinical factors that may have contributed to the reported pump thrombosis. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Corrected data: MFR report number. Please note that a follow-up 1 for complaint (B)(4) was inadvertently reported with MFR number 3007042319-2014-00455. The correct MFR number for complaint (B)(4) is 3007042319-2014-00439. The MFR number 3007042319-2014-00455 belongs to this complaint (B)(4).

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via controller log files which showed pump parameters indicative of thrombus; pathological examination confirmed the presence of thrombus within the pump which would increase the power requirements resulting in the high watt alarms. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. In addition, there are no known clinical factors that may have contributed to the reported pump thrombosis. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).